Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The batteries were replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a battery failure alarm during a case. There was no reported patient injury.